Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult or delayed activation (difficulty to deploy the clip) cannot be determined. Migration appears to be due to difficulty deploying the clip and patient conditions (restricted posterior mitral leaflet/pml). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior mitral leaflet (pml), and small cardiac chambers. A mitraclip ntw was inserted without issues. However, while attempting to deploy, it was observed that there was still a connection between the clip and mandrel, and the clip slightly tilted due to the restricted pml. Troubleshooting was performed and the clip was able to be deployed. The clip was noted to be safe and stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.